Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "pt had been experiencing pain for several months. Pt was brought to the or in 2008, and cultures were taken that revealed rare gram positive cocci. The implants were removed and a cement spacer was implanted."